Manufacturer narrative:
(B)(4).

Event description:
The customer observed architect i2000sr error message 8275 (sample presentation error). The las sent sid (B)(6) when sid (B)(6) was in the sampling position. The issue was resolved when the spur antenna was repositioned; the instrument was functioning according to specifications. There was no impact to patient management.

Manufacturer narrative:
Error code 8275, sample presentation error, occurred on a sample on the architect i2000sr connected to the accelerator aps. Other complaints for the occurrence of error code 8275 on an i2000sr system attached to the aps were found including previous complaint (B)(4). The investigation submitted by inpeco for complaint (B)(4) indicates that the i2000sr received 2 consecutive sample in position messages without receiving a sampling complete message after the first sample. This is "scenario 3" for the generation of error code 8275 that was previously evaluated in complaint ticket (B)(4). Scenarios 1 and 2 were further investigated through failure investigation (B)(4) and exception report (B)(4). Aps software 1.7.1 and firmware 1.37 were released through technical service bulletin (B)(4) on 12/3/2010 to address the issue. Review of the service ticket history for the system in the current complaint shows that the tsb was completed on 1/20/2011. The current complaint is similar to previous complaint (B)(4) as both tickets describe the occurrence of error code 8275 after installation of system software 1.7.1 and firmware 1.37. Inpeco determined that the system is not functioning as intended, and root cause is not known at this time. Current labeling in the architect system operations manual describes corrective action for error code 8275. A deficiency of the system was previously identified in complaint (B)(4). This complaint does not raise new issues nor expand the scope with respect to the issue being evaluated. A separate exception report (B)(4) was opened for this issue. Review of metrics on 12/19/2011 for the period of september 2010 - august 2011 did not identify any non-statistical or adverse trends with respect to error code 8275. Current labeling provides troubleshooting assistance for error code 8275.